Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. This will be supplemental if device eval becomes available.

Event description:
During use of the subject device for an uncertain procedure, several short circuit error messages were displayed. The procedure was completed with the device, but the ptfe pad of the device was partially separated from jaw at the end of procedure. There was no pt injury reported.